Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Additionally, it was reported that the patient had experienced a recent increase in seizure activity and that use of the magnet no longer seemed to abort the seizures as it had in the past. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient had not suffered any injury or trauma that may have damaged the ncp system. The patient's ncp system was replaced. Lead break is suspected.